Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleging visualization of particles in the filter. There is no allegation of serious or permanent harm or injury. The patient required medication as medical intervention. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleging visualization of particles in the filter. There is no allegation of serious or permanent harm or injury. The patient required medication as medical intervention. The manufacturer received new and relevant information on 09/27/2024. The device was returned to the service center for evaluation. During the evaluation of the device, there was no visible foam degradation found.